Event description:
Customer reported that the bolus did not deliver, that she took out the battery and then received a button error alarm. Customer was able to clear the alarm. The blood glucose reading was 299 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.